Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of recr2121 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the PICC nurse was having trouble getting a reading using the 3cg stylet, so she tried flushing and adjusting it but was not able to get it to work correctly. Nurse reportedly pulled the stylet out and found that it had frayed to the point of "hanging by a thread." It was frayed in two places, one at 0.25" and one at 0.5". Stylet tip was still intact so patient was not checked for fragments. There was no patient harm and a new kit was used.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a damaged stylet is confirmed and was determined to be use related. One ECG stylet was returned for evaluation. An initial visual observation showed blood residue on the returned sample. Most of the distal end of the stylet was observed to be bent and curved and a partial break was observed approximately 8 mm proximal to the distal end of the stylet. A microscopic observation revealed this distal tip of the stylet was missing. Only 16 of the 21 magnets were accounted for and the polyimide tubing was observed to be bent between almost every magnet. A break in the polyimide tubing was observed between the third and fourth magnets from the distal end; however the core wire was observed to be intact at this point. The fracture surfaces of the two breaks in the polyimide tubing were observed to be rough and uneven. The multiple bends as well as the partial break in the distal tip suggest the stylet was bent over itself during insertion and/or manipulation and ultimately broke due to excessive withdrawal force against resistance. The product IFU states: ¿flush each lumen of the catheter with sterile saline prior to use. Catheter stylet must be wetted prior to stylet repositioning or withdrawal¿ and ¿never use force to remove the stylet. Resistance can damage the catheter. If resistance or bunching of the catheter is observed, stop stylet withdrawal and allow the catheter to return to normal shape. Withdraw both the catheter and stylet together approximately 2 cm and reattempt stylet removal. Repeat this procedure until the stylet is easily removed. Once the stylet is out, advance the catheter into the desired position.¿ a lot history review (lhr) of recr2121 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the PICC nurse was having trouble getting a reading using the 3cg stylet, so she tried flushing and adjusting it but was not able to get it to work correctly. Nurse reportedly pulled the stylet out and found that it had frayed to the point of "hanging by a thread." It was frayed in two places, one at 0.25" and one at 0.5". Stylet tip was still intact so patient was not checked for fragments. There was no patient harm and a new kit was used.